Manufacturer narrative:
Additional information: due to the patient age and fragile state, the patient¿s family decided that no further course of action was needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis one still image and 6 videos were provided for evaluation. From the image and videos provide it is not possible to determine the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician implanted an abre self-expanding stent in the right liac vein, right superficial vein, right femoral vein ((B)(6) 2023). The lesion was reported as fibrous, with no tortuosity or calcification. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The device was prepped per IFU with no issues identified. Embolic protection was not used. A 9f sheath was used. Thelesion was not pre-dilated. The stent did not pass through a previously deployed stent. No resistance was encountered when advancing the device. No excessive force was used. The procedure was completed without any issues. It was reported post-op when the patient went home, after the stent had been implanted in the right ileo-femoral space, they started complaining about pain on the contralateral (left) side. Approximately 6 month post procedure the patient was treated for heaviness and pain on the left side ((B)(6) 2024).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.